Event description:
It was reported that the patient was implanted with a biolox fort-head 28 -3.4 s 12/14 on his right hip on (B)(6) 2000. On (B)(6) 2012, due breakage of the ceramic abll, the patient underwent revision surgery.

Manufacturer narrative:
Notes: complaint re-opened on (B)(4) 2013. As part of a corrective action which was initiated on the 21st of october 2013 ((B)(4)), this complaint has to be reported to FDA retrospectively. The product has been received and investigated. The following are the results of the investigation. During the trend analysis, no trend has been identified for this issue. The device manufacturing quality record indicate that these components met all requirements to perform as intended. Visual examination: ball head - the ceramic ball head cannot be completely reconstructed from the delivered fragments due to missing fragments. There are metal transfer patterns of erratic appearance on the polished surface an on the fracture surface which were clearly assigned to secondary effects. I.e. Rubbing between the metal parts and the ceramic fragments after the primary event. Such patterns do not provide any information about the cause of the fracture. Fracture surfaces: obviously, fragments were rubbed against each other in the period between the primary failure event and the delivery of the fragments. Due to the mechanism intensive chipping occurred at fracture surface edges and on all fracture surfaces. Insert - the ceramic insert is not broken. But the rim region small chip-offs was observed. Conclusion: that the density of the ball head and insert was analyzed and found to be according to the specifications valid at the time of production. The mean grain size of the insert was also according to the valid specification. The microstructures as obtained from the quality documents of both parts accomplish the requirements as specified at the time of production, too. There were no indications of any pre-existing material defect. Secondary metal transfer patterns were found on the fragments of the ball head and the insert as a result of contact with metal parts after the fracture event. Primary metal transfer was found with varying intensity and not equally distributed over the whole circumference. The primary fractured surfaces and the region of fracture origin could not be determined due to the mentioned secondary damages. On the insert primary metal transfer was found with varying intensity. Stripe wear indicated an edge loading situation or recurring subluxations of the components. No conclusions of the possible cause of the fracture could be drawn based on the provided fragments. Based on the given information and the results if the investigation, we were not able to identify a specific root cause for this issue. At this time we consider this event closed. However, we will continue to monitor and trend for similar reported events. (B)(4).